Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 500 mg/dl and high ketones. Customer attempted to address the elevated (bg) by delivering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and there was no permanent damage. Customer declined follow up from tandem technical support to obtain the hospital release date. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.